Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with mild tortuosity, heavy calcification and 90% stenosis. The 2.00 x 15 mm mini trek rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance. The balloon of the bdc was inflated to 14 atmospheres on the first inflation and ruptured on the second inflation at 16 atmospheres. An unspecified non-abbott bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- above rbp (rated burst pressure). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters, trek rx and mini trek rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the balloon interacting with the mildly tortuous, heavily calcified and 90% stenosed lesion resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.00 x 15 mm mini trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation. However, the balloon ruptured on the second inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.